Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the pump not giving the correct insulin. The customer's blood glucose at the time of the incident was unknown. The customer reported getting a missed bolus. The customer was advised to contact their health care professional to check settings. The customer confirmed basal and bolus settings are correct. The customer replaced the infusion set and the insertion site is being replaced, as well. Troubleshooting was not completed. The insulin pump will not be returned for analysis.